Manufacturer narrative:
(B)(4). Batch # l54v59. Incomplete cycle, spring lockout tab. Additional information was requested and the following was obtained: what was the issue with the device? How was the case completed? (B)(4) 2015. Case was a nephrectomy. Surgeon dr. (B)(6). Patient was fine. Product ats45. White load still in the gun. Lot# l4fc52. Surgeon stated ats misfired while attached to artery. They removed stapler from field and used another ats45 to finish the case. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the device misfired while attached to the artery. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, no details were provided regarding the event. It is unknown how the case was completed. No patient consequences were reported.